Event description:
An attorney reported an intraocular lens was exchanged due to an incorrect lens model being implanted. A monofocal iol was exchanged for a toric iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. No other complaints have been reported in this lot. Attempts have been made to obtain additional information. (B)(4).